Event description:
Healthcare professional reported a patient was injected with restylane silk to upper lip, restylane lyft to left and right cheek, restylane defyne to left nlf, and "juvederm brand into right nlf." 11 days later, patient experienced "an extensive massive reaction¿ and ¿facial cellulitis and facial swelling." Patient was treated with first dose of daptomycin IV antibiotics the next day and subsequent IV antibiotics five days later. Three days later, patient was admitted to the hospital and was treated with surgical incision, and drainage. Patient plans to be discharged the next day.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.